Manufacturer narrative:
(B)(6).

Event description:
It was reported that entrapment occurred. The target lesion was located in a left anterior descending artery. An opticross hd imaging catheter was used but a slight resistance was felt after performing. It was resistance due to the wire looped and entangled around the guidewire exit port of this opticross catheter. The device was removed together with the concomitant wire. No stent has been placed in the lesion. No patient complications were reported and the patient condition is good.

Manufacturer narrative:
Initial reporter city: (B)(6). Visual inspection of the returned device revealed that there was no damage observed on the distal tip or guidewire exit port assembly. No other visual damages were encountered upon visual inspection. The guidewire exit port and distal tip were in good condition. The telescope assembly was able to properly pull back, advance, and retract. A test guidewire was inserted and no indication of resistance in tracking the guidewire into of the catheter was noted.

Event description:
It was reported that entrapment occurred. The target lesion was located in a left anterior descending artery. An opticross hd imaging catheter was used but a slight resistance was felt after performing. It was resistance due to the wire looped and entangled around the guidewire exit port of this opticross catheter. The device was removed together with the concomitant wire. No stent has been placed in the lesion. No patient complications were reported and the patient condition is good.